Event description:
It was reported the patient was experiencing syncope. A holter monitor was applied to the patient and it was noted there was probable right ventricular oversensing. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trm implantable cardioverter defibrillator (ICD)  (B)(6) 2012; 5076 implantable pacing lead (B)(6) 2008; 4196 implantable pacing lead (B)(6) 2012. (B)(4).